Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device failed storage space notification failure with device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus notification on the healthsight viewer. A technical support specialist reviewed the affected devices following the firmware deployment, verified storage spaces, and confirmed that no failures were present. The specialist referenced knowledge article (ka) "fa mms-24-5044 cubie hh pockets opening incorrectly" regarding the firmware update and confirmed that the update was intended to address incorrect half-height (hh) cubies opening, not storage space failures. The customer approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.